Manufacturer narrative:
An event regarding possible infection involving an trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as the subject device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot and sterile lot. Conclusions: the reported event could not be confirmed as clinical history, follow-up notes and results of blood work for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient revised due to possible infection.

Manufacturer narrative:
It was noted that the device is not available for evaluation. The following device was also listed in this report: v40 cocr lfit head 36mm/-5; cat#:6260-9-036; lot#: aa1mjp. It cannot be determined which, if either of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Patient revised due to possible infection.